Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker, broken off end cap, stained address serial number label, and peeled address serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's bottom part was broken. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.